Event description:
After using my phillips CPAP for almost 10 years, I developed a carcinoid tumor in my lung along with several nodules. I had the cancerous tumor removed (B)(6) by having my upper left lung lobe removed. I also have lesions on my liver that I am having an MRI done to look at closer. Refer to add'l documents in i2k.